Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was delays and the treatment was completed by moving the patient to another room a field service engineer (fse) visited onsite and found system unable to perform exposure. After reviewing log file fse found the there is an error from generator device. Upon troubleshooting fse found flow switch error. To resolve the issue, fse power off the system, disconnected then reconnect all the connectors on the cooling unit power supply card. After disconnected then reconnect all the connectors, the system was working as intended. The codes were updated based on the investigation outcome.